Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated ldh, as well as a direct correlated to heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient was admitted to the emergency department with elevated lactate dehydrogenase (ldh). The submitted log file was unremarkable. No abnormal alarms were captured. The pump operated above the low speed limit of 8000 rpm for the duration of the log file. The pump appeared to operate as expected. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The current heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for vad-17079 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 02jun2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency department on (B)(6) 2020 for high ldh (lactate dehydrogenase) with noted spike in flows and pi. A log file was sent in for review which found elevated flows. No further information was provided.